Event description:
This pt is a male. This pt is a smoker and has a past medical history of previous pci with stenting in 2007 with a vision, prokinetic bms of the proximal lad, and hypertension and is on a daily medication regimen of asa, plavix, statins, ace inhibitors,and beta-blockers. Pt's baseline vital signs revealed a bp of 170/75, and hr of 80. The pt presented with unstable angina. Baseline ck and troponin levels where both normal. His creatinine level was 0.97, platelet count of 236, and hg of 14.2. His onset of pain was < 6 hours of admission and pt was taken of pci. A heparin drip was initiated for this procedure and pt had already taken his daily dose of asa, and plavix. Angiography revealed that the native proximal lad had a 3mm x 24mm occlusion of 80%, which was described as diffuse in-stent restenosis of the previously placed prokinetic stent. This class c restenotic, irregular, moderately tortuous and calcified lesion was absent of thrombus. A 6fr. Guiding catheter was introduced with a 2.5mm x 20mm balloon and pre-dilated to 10 atms prior to introducing a 33mm x 3mm cypher select plus and deploying it to 14 atms pressure. The stent did not fully expand, so a 33mm x 3mm balloon was inserted and post dilated with 10 atms pressure with satisfactory results. Pt's pain did decrease after the procedure, but did not subside completely. Within 6-24 hours after pci, ck was within normal limits, but troponin was 3 times above upper normal level and the pt was ruled in for a post-procedural mi. Three days post procedure, the pt was discharged home on a daily medication regimen of asa, plavix, statins, ace inhibitors and beta-blockers.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Add'l info will be submitted within 30 days of receipt.